Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that the speakers are malfunctioning. There was no reported patient impact.